Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021 a follow-up CT was performed. It was reported that an endoleak was suspected on CT imaging but was not confirmed. The physician reported that angiography would be scheduled to check the implant status and rule out a possible proximal type I endoleak on the trunk-ipsilateral leg component. The original aneurysm size was unavailable. On (B)(6) 2021 angiography was performed. The suspected proximal type I endoleak was not confirmed. However, a gore® excluder® aaa aortic extender component was placed prophylactically. There were no further reported issues. The patient tolerated the procedure.